Event description:
Pt called lfs alleging that test strips from 2 different vials are defective. Pt's blood fills half of the confirmation window as a result, the meter does not countdown to display a reading. No medical care was sought. No adverse event or serious injury occurred. Products were not replaced as it is being discontinued.